Event description:
The user facility reported that the device ran with the safety on. Attempts are being made to obtain additional information about the event; no further information has been received.

Event description:
The user facility reported that the device ran with the safety on. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d4, d9, h3 additional info b5; h6 h3 other text : device not returned by customer